Manufacturer narrative:
Occupation is lay user/patient. The customer did not return the test strips.

Event description:
The customer complained of an erroneous high inr result on coaguchek xs meter serial number (B)(4) compared to the neoplastine cacl laboratory method. The customer tested on the meter at 8:33 a.m. With a result of 5.5 inr. The result from the laboratory at 10:30 a.m. Was 3.8 inr. No medical treatment was required. The customer's coumadin dose was decreased based on the laboratory result. The customer's therapeutic range is 3.0 -3.5 inr. There was no allegation that an adverse event occurred. The customer is feeling ok. The customer is not anemic, is not on heparin or other direct thrombin inhibitors and does not have anti-phospholipid antibodies. The customer is not taking any new medications and has not had any diet changes. The customer currently has a hematoma; the customer stated this is unrelated to the device. The meter and test strips were requested for investigation. The meter was returned; the test strips were not returned. The retention strips were measured with the returned meter with liquid qc of a high level: qc 1: 2.3 inr, qc 2: 2.3 inr, qc 3: 2.3 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. (1.6 - 2.4 inr). All measurements were without error messages. No information was provided in the complaint that would point to a cause for the result discrepancy. The result of 5.5 inr alleged by the customer was not observed in the meter¿s patient result memory. Results of 5.6 inr and 5.4 inr were observed for the date of the event. Relevant retention test strips (lot 353499) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.